Manufacturer narrative:
(B)(4). Received 1rk 455071p/b230734u for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Selected samples were then filled and centrifuged at 1800g for 10 minutes (minimum of recommended conditions). No deviations related to gel separation were observed. The alleged malfunction is not confirmed.

Event description:
Customer states gel barrier leakage. Customer provides the following information: tubes were inverted 5-10 times post venipuncture; tubes upright while clotting; tubes clotted for over 30 minutes; tubes were filled to fill mark. End-user has a labcorp supplied centrifuge; speed and time requested but were not provided. The end-user states they do not have these gel barrier issues with courier-delivered testing to quest nor lab corp. The office thinks it has to do with the transit time that it takes to ship to chl (cleveland heart lab). For the chl complaining clients that this office handles, they ship through fedex using driver pickups near the end of their workdays. The patients would be drawn during the office's day, tubes processed correctly, and packaged with at least one ice pack in the shipping box to await the fedex pickup. The office may also refrigerate the tubes during the day and then package closer to the end of the day if they were drawing multiple chl patients. The packages are shipped overnight to be received at chl the following day so the specimens may be in the box for approximately +/- 24 hours depending on exactly what time the client packaged and what time it was unpacked at chl the next day.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.